Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and granulation tissue at the abutment site. Subsequently on (B)(6) 2010, the excess skin was excised and an alloderm graft was placed. The implanted device remains.